Event description:
A customer contacted beckman coulter inc (bec) stating that there was a clenz (cleaner) leak near the amtc (air mix temperature control chamber) within their unicel dxh 800 coulter analysis system. Per customer, the leak was contained within the instrument. The customer could not locate the source of the leak. The user was wearing personal protective equipment (ppe) consisting of a lab coat, gloves and eye protection at the time of the incident. The lab's exposure control plan is in place. No injury or exposure was reported. There was no report of any patient results being affected by this incident.

Manufacturer narrative:
A field service engineer (fse) went on-site and indicated there were rubber stopper pieces inside the nucleated red blood cell chamber (nrbc) on the instrument. Fse removed the rubber stopper pieces from the chamber allowing the chamber to drain properly and resolved the leak. The cause of the leak was rubber stopper pieces in the nrbc chamber drain. (B)(4).